Event description:
Related manufacturer report number: 2916596-2022-00021. It was reported that review of alarm history revealed a pump stop event. The patient stated that they never heard an alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not alarming appropriately during a pump stop alarm on (B)(6) 2021 was not confirmed. The submitted log file contained approximately 12 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file data did not indicate any issues with the controller. The log file captured low speed advisory/hazard, low flow hazard, and a pump stop alarms on (B)(6) 2021 from 00:30:46 to 00:51:08 due to the pump speed dropping and the pump stopping operation; these alarms are addressed via the pump investigation ((B)(4)). The log file showed that the controller alarmed appropriately in response to the pump operation issues; however, it could not be determined if audio or visual signals activated appropriately during the alarms. There were no other notable alarms throughout the log file. Aside from the speed drops on (B)(6) 2021, the pump maintained a speed above the low speed limit throughout the log file. The heartmate ii system controller (serial number: (B)(6)) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (auditory and visual), including low speed advisory/hazard, low flow hazard, and pump stop alarm conditions, and the actions to take if the issue does not resolve. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that review of alarm history revealed a pump stop event which the patient did not report.